Event description:
Customer reported the down button on the insulin pump was not working. Customer's blood glucose was 118 mg/dl. Customer does not recall any significant events but did state the device did have several cracks in it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked lcd window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube lip and broken battery tube threads.